Event description:
When surgeon inserted drill into coupler he lost focus. After trying another scope the surgeon was unable to focus. He finally pulled coupler off of scope and had his assistant hold the scope in order to continue the case. The surgery was delayed for approximately twenty minutes.